Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital abnormal bleeding') in a 38-year-old female patient who had essure (batch no. 627315,710563) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy - uterus+cervix). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage and pelvic pain had resolved. The reporter considered genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: patient had post removal complications (not specified). Patient received treatment for bleding. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received lot number was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital abnormal bleeding') in a 38-year-old female patient who had essure (batch no. 627315,710563) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy - uterus+cervix). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage and pelvic pain had resolved. The reporter considered genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: patient had post removal complications (not specified). Patient received treatment for bleeding. Amendment: the report was amended for the following reason: as per the mail communication this case was duplicate of case (B)(4). This case was deleted from the bayer database. As all information has been transferred from this case to retention case.legacy device report num 2951250-2019-06652 transferred from retention case (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital abnormal bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy - uterus+cervix). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage and pelvic pain had resolved. The reporter considered genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: patient had post removal complications (not specified). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.